Event description:
It was reported that the patient had undergone a cervical fusion at c3/4. A revision surgery was reportedly performed approximately 15 months post op, due to pseudoarthrosis and the backed out screw at c3 right side. At the revision procedure, it was found that the washer at right c3 was broken. The broken piece was not found and could not be retrieved. The plate was replaced. The surgeon stated that pseudoarthrosis may have caused stress on implants, leading to the screw back out and washer breakage.

Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog #8799027, 510k #k994239 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.